Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The one way valve and air valve were replaced.

Event description:
The hospital reported that, during a case, the unit froze in mechanical ventilation mode. The clinician reportedly switched to manual mode to maintain ventilation of the patient. There was no reported patient injury.